Event description:
Litigation papers allege natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. The patient began experiencing pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that the device could not support their weight.

Event description:
Litigation papers allege natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. The patient began experiencing pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that the device could not support their weight. Patient is a resident of (B)(6). Update - the complaint has been reopened and updated because the sales rep has reported that patient was revised on (B)(6) 2012, to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
*** Update - the complaint has been reopened and updated because the sales rep has reported that the patient was revised on (B)(6) 2012 to address pain. *** update: (B)(6) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A previous review of the device history records for product 13653200 lot ycb80 did not reveal any related manufacturing deviations or anomalies. A complaint database search found no other reported incidents against the remaining product/lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This investigation has been reopened because the patient has now been revised and additional/corrected information is available. Depuy will notify the FDA of the results of the investigation once it has been completed. Corrected: event description, brand name, type of device, catalog, lot#s, report source. Added: implant date, explant date, 510k#, MFR date.